Event description:
A 33mm epic mitral tissue valve that was implanted on (B)(6) 2010 was explanted (B)(6) 2015. Explantation was secondary to severe mitral insufficiency (mi) as a result of cuspal prolapse noted on echocardiogram. A 33mm non-sjm valve was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded a tear in cusp 1, fibrous pannus ingrowth on the inflow surface of cusp 3, and on the outflow surface of cusp 1. There was focal acute inflammation within the sewing cuff pannus, and no calcifications were observed. A fold was observed in cusp 3. No evidence was found to suggest the cause of the cuspal tear, cuspal fold, and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.